Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of ascxs0256 showed three other similar product complaint(s) from this lot number. The complaints for this lot number (ascxs0256) have been reported from the same facility.

Event description:
It was reported that 3 port needles had leaked from the y-site. This report addresses the third device.